Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced unexplained high blood glucose of 446 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting but the parent received another phone call and disconnected the call before troubleshooting was complete.